Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device in question. The eval confirmed the reported symptom. Further testing found back flex chaffing. When the chaffing on the tail contacts the screws in the scanner bracket there is an audio response that resembles a key press. The rear case assembly was replaced.

Event description:
It was reported that a device displayed intermittent keypad responses. It was also reported that there was no pt injury.